Event description:
Information was received indicating that this ambulatory infusion pump exhibited intermittent upstream occlusion alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "intermittent alarms upstream occlusion". No physical damage was found on the pump. Inspection of the pump's event log showed multiple "upstream occlusion" and "high pressure" messages. The pump was visually inspected and was tested for any signs of function and pressure failure. The reported problem was duplicated. The root cause was determined to be a faulty upstream sensor. Who caused the problem is unknown.